Event description:
It was reported that, after the plaintiff underwent a right metal-on-metal bhr performed in 2006 and a first revision surgery on (B)(6) 2007 due to unknown reasons, she had an aseptic lymphocyte-dominant vasculitis, associated to a lesion in the right hip. She also has history of elevated cobalt and chromium levels. A revision surgery was performed on (B)(6) 2023, in which abundant amount of synovitis was noted with metal-staining debris. The old head was removed and a mild amount of corrosion was noted. The stem was noted to be in excellent position and it was well fixed, so it was retained. The trunnion was cleaned and the hypertrophic synovium and soft tissue was debrided from about the cup. An extensive amount of burnishing was noted about the cup. With the aid of the acetabular osteotomes the cup was removed. Severe osteolysis was noted about the retroacetabular bone, this was debrided. Competitor devices and s+n oxinium femoral head were implanted. It is unknown the current health status of the patient.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. Due to insufficient information, it is not possible to determine a revision of the IFU associated to the alleged device. However, the most recent IFU lists several potential adverse device effects and warnings related to bhr arthroplasty. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. No further actions are required at this time. The available medical documents were reviewed. A clinical root cause could not be determined. The elevated metal ions, alval, and intraoperative findings of abundant synovitis, metal-staining, and corrosion are consistent with metal debris. However, clinical root cause for the reported clinical findings cannot be definitively confirmed. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Additional information: b6.